Event description:
It was reported that when using the bd pyxis medstation system displayed a message regarding recover storage space, and the fridge failed to lock properly. The system indicated that the refrigerator was not locked when it actually was, and conversely, it stated that it was unlocked when it was not. The malfunction occurred when a user tried to issue medication to a patient, resulting in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer initially reported a fridge failure. A field service engineer communicated with the customer, who indicated that they had resolved the issue. The system functioned as intended after the customer resolved the issue.